Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or power loss alarms noted during testing; however power error 25 and power loss alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted during testing. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, fading end cap address label, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple pump error alarm and experienced high blood glucose level on insulin pump. The customer¿s blood glucose was 14 mmol/l. The insulin pump will be returned for analysis.